Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported by the customer that the device reports error code 800.8000 from their error logs. There was no patient involvement.

Event description:
Customer reports error code 800.8000 listed in their error logs. It was reported there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000 listed in their error logs. Technical support - wireless network card: - informed customer this is due to the internal time clock on the logic board, not syncing up with the network card. - sometimes it takes several attempts causing one code after another. - recommended performing pm and placing back in operation. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results technical support was unable to determine the proximate cause of the reported issue. Customer reported wireless card, and technical services suggested a logic board issue requiring performing pm. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.